Event description:
The reporter stated that the surgeon was inserting an aa4203tf silicone single piece lens and the lens tore. The lens was removed with no pt injury and a back up lens was inserted. The reporter stated that the lens was discarded in the or.

Manufacturer narrative:
No product to be returned.